Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that that the customer was alleging the insulin pump of under delivery of insulin and experienced high and low blood glucose. The customer¿s blood glucose level was 530 mg/dl, 40 mg/dl. The customer was treated insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer's other blood glucose 250 mg/dl, 69 mg/dl, 214 mg/dl, 300 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to test insulin pump. Customer stated that insulin not delivering. The insulin pump and reservoir will not be returned for analysis.